Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the vena cava filter was indicated for dvt, multilobar pulmonary embolism and syncope. Access was gained to the right femoral vein using a modified seldinger technique. A venacavagram demonstrated the location of the renal veins, the ivc to be normal in size, no present thrombus and no congenital duplication. The filter was successfully deployed just below the renal veins. Post angiography demonstrated good apposition to the ivc walls and no filter tilting. There were no complications and the patient was hemodynamically stable at the conclusion of the procedure. Conclusion: the medical records allege the vena cava filter was successfully deployed below the renal veins. Allegedly post angiography demonstrated the filter to be in a good position with no tilting. No deficiency was alleged within the medical records provided. The investigation is inconclusive for the reported event. Based on the available information, the definitive root cause for this event is unknown. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information received: it was reported by the patient's spouse that a vena cava filter was deployed after being diagnosed with dvt/pe. After an unknown amount of time post filter deployment, the filter was allegedly tilted and embedded in the ivc wall and unable to be retrieved. There were two filter retrieval attempts made; however the filter remained implanted. The patient allegedly expired from bilateral pe. Based on a review of the medical records received, the vena cava filter was indicated for dvt, multilobar pulmonary embolism and syncope. The filter was successfully deployed in the infrarenal ivc without incident. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment; reportedly the patient expired from clots moving to the heart or lungs. Allegedly, the filter was tilted and perforated the vena cava; although, no additional information has been provided pertaining to the surrounding the events.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned. The investigation is inconclusive for the reported event. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Precautions: in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe. Possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. All of the above complications have been associated with serious adverse events such as medical intervention and/or death.